Manufacturer narrative:
.

Event description:
A customer observed multiple "luminometer data invalid condition" codes for anti-hiv on multiple patient samples. The investigation determined this event to be consistent with a malfunction which could cause inappropriate physician action. There was no report of patient harm as a result of this event.